Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this apically positioned right ventricular (rv) lead exhibited suboptimal sensing values or non-optimal pacing capture threshold during implant, so a competitor rv lead for pacing/sensing was implanted additionally in a high septal position giving good electrical measurements. During a follow-up procedure several years later, all electrical parameters were well within the desired limits with no suspected episodes based on device memory. However, at the end of the follow-up, the system exhibited noise on the shock channel. Thus, provocation testing was performed which reproduced noise. A decision was made to deliver a synchronized 41 joule shock with a true shock impedance of 40 ohms. A chest x-ray was also performed and revealed no visible lead damage. Also, the x-ray revealed that the dedicated pace/sense lead seemed to be implanted in the outflow track and crosses the border of the proximal end of the distal coil. Boston scientific technical services (ts) discussed possible causes related to the issue. The device was reprogrammed to use onset/stability and the system remains in service. No additional adverse patient effects were reported.